Event description:
The customer reported motor error and other alarms. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a corroded electronic and motor assembly. Unable to test for alarms due to the blank display.